Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, all keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: investigation revealed that the keypad cover was intact. The up arrow, down arrow, and ok keypad buttons were unresponsive. The display scrolled all the way to the top of the verify screen on startup. The keypad cover was removed and no defects were found to the button contacts. The pump casing was opened and there was evidence of moisture found on the keypad flex connector and the printed circuit board. Unrelated to the original complaint, investigation revealed the following: the audio bolus button cover was damaged/punctured; the pump casing was cracked between the case seal and the keypad cover; the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.